Event description:
It was reported that during a procedure, the physician planned to implant a single chamber implantable cardioverter defibrillator (ICD); however, the physician opted to use a dual chamber ICD instead. After the leads were connected, testing showed pacing inhibition due to crosstalk. It was noted crosstalk only occurred during atrial pacing, but not with intrinsic atrial sensing. The device was programmed dual to eliminate the observed crosstalk. It was further noted that the patient returned to normal conduction prior to discharge. This ICD remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.